Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital due to an elevated blood glucose of 753 mg/dl. Customer was treated with intravenous insulin, fluids, and antibiotics. Customer was released from the hospital on (B)(6) 2019 with no known permanent damage. Customer alleged the pump stopped insulin delivery without notification. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.